Manufacturer narrative:
Eval results: death. Aorto gastric fistula, dic.

Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of an aortic fistula between the descending thoracic aorta and the stomach. The pt had a previous open thoracic repair as a child for a coarctation. The graft eroded and caused an aorto-gastric fistula. It was noted that the healthy aorta was approx 21-22 mm in diameter. It was reported that the pt presented emergently with an aortic fistula and had a cardiac arrest and was resuscitated. One talent proximal main device was implanted without issues. The stent graft was not ballooned. There were good proximal and distal seals of the stent graft, and the pt was stable. Digital subtraction angio was obtained 90 minutes post implant and showed no issues. Six days later medtronic was notified that the pt expired some time after the implant. Additional info was received documenting that the pt's death was attributed to severe hypothermia, dic (decimated intervascular coagulopathy). The pt had received 5 units before the surgery began and throughout the course of surgery received about 100 units of blood. No additional information was provided.